Event description:
It was reported that the device intermittently fails to detect the installed batteries and it would lose power. The end user discovered the issue when they were preparing for a patient case. The end user retrieved another defibrillator and utilized it for the case. There was no patient involvement when the device issue occurred. The customer biomed was able to observe the issue when the device was jostled.

Manufacturer narrative:
(B)(4). Physio-control was unable to verify or duplicate the reported intermittent failure. However, physio observed that the battery post pins were corroded. Physio replaced the all four battery connector posts as a precautionary measure and observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event could not be determined.